Event description:
Shortly after implant, the pt reported abdominal pain and inability to have a bowel movement. The pt was hospitalized. The physician believed that this was due to a bad reaction to the anesthesia during the implant procedure. The pt has since been released and is able to have bowel movements.

Manufacturer narrative:
The product remains implanted and will not be returned for eval. The pt is receiving benefit from the device. This is the final report.